Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4).

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding pt/inr cartridges that yielded unexpected result on a patient. There was no patient information available. The customer stated that product return are not available for investigation. Patient #2 time inr resultunk 5.3unk 4.5customer states that tests were conducted 9 minutes apartbased on the information available at the time there were no injuries associated with this event.